Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during a scope cleaning on (B)(6) 2023. During the scope cleaning the device got separated. The bristles were removed from the scope by pushing it out with a new brush. The cleaning was completed with another hedgehog double-end brush. There was no patient involvement with this event.

Manufacturer narrative:
Block d4: this is a non-sterile device with no expiration date. Block h6: imdrf device code a0401 captures the reportable event of brush break. Block h10: the returned hedgehog double-end brush was analyzed, and upon visual inspection it was noted that one brush was missing and had separated from the working length. The reported event was confirmed. It is possible for the brush to separate from the working length if the brush is twisted or torqued while inside the scope and excessive force is used. The instructions for use (IFU) includes a warning against excessive twisting or torquing. Therefore, based on the analysis of the returned device and all available information, the most probable root cause is unintended use error caused or contributed to event. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
This is a non-sterile device with no expiration date. Imdrf device code a0401 captures the reportable event of brush break.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during a scope cleaning on february 15, 2023. During the scope cleaning the device got separated. The bristles were removed from the scope by pushing it out with a new brush. The cleaning was completed with another hedgehog double-end brush. There was no patient involvement with this event.